Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case.  Please reference related manufacturer report no:  manufacturer report no 2015691-2020-14023 regarding the edwards esheath introducer sheath.  Manufacturer report no 2015691-2020-14024 regarding the edwards commander¿ delivery system. Manufacturer report no 2015691-2020-14025 regarding the edwards sapien 3¿ transcatheter heart valve.

Manufacturer narrative:
The 26mm commander delivery system was returned inserted through the full loader assembly and partially inserted through the esheath. The delivery system was returned in the default position with no flex or fine adjust used. The atrion was attached to the delivery system with approximately 23ml of fluid. Visual inspection of the returned device was performed and the following was observed:  delivery system is exposed through the liner of the sheath, valve crimped on the crimp balloon, crimp balloon cut approximately 0.5¿ from distal end of balloon shaft, flex tip gouges, scratches on flex shaft, 1¿ proximal from flex tip and bent struts observed on valve. Patient imagery photos were provided for review and the following was observed: the patient¿s access vessel had presence of calcification and tortuosity and the iliac artery was shown to have moderate tortuosity. The crimp balloon wall thickness was measured, and wall thickness met specification. No relevant functional testing could be performed due to the condition of the returned devices. The complaint was confirmed through visual inspection. A device history review (DHR) was performed and did not reveal any manufacturing issues that could have contributed to the reported event. A lot history review was performed and revealed no other similar complaints relating to the reported event. A review of the complaint history on confirmed (returned and no product returned) from (B)(6) 2019 to (B)(6) 2020 revealed the similar events for the edwards commander delivery system (all models and sizes). The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. The following instructions for use (IFU) and training manuals were reviewed for instructions and guidance on device preparation and usage: commander IFU, commander preparation training manual, commander procedural training manual. The following were considered relevant to this event: thv delivery: advance the delivery system until the thv exits the sheath. Caution: the thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation to minimize the risk of damage to the iliac vessel(s). Delivery system insertion through sheath: insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Note: in expectation of high friction use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath o if push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system o if push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. No IFU/training deficiencies were identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed  to the reported complaints. The reported event was confirmed based on the condition of the returned device. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. As reported, ¿it was not possible to push the commander delivery system with normal push force through the iliac-area.¿ high push force coupled with the tortuous anatomy can cause the crimped valve to be non-coaxial with the flex tip and crimp balloon. Flex tip gouges were observed on the returned device, which is indicative of a non-coaxiality and tension within the system. This non-coaxiality can result in interaction with the valve and the crimp balloon as the damaged valve struts may have punctured the balloon, resulting in the crimp balloon cut. Available information suggests patient (tortuosity) and procedural factors (high push force/non-coaxial interaction with valve struts) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. This reported event is identified in the commander delivery system risk management worksheet as a potential cause that may lead to procedural delay, percutaneous intervention, surgical intervention, myocardial infarction, or valve implantation in non-target locations as captured in risk ids. This event reports a pinhole leak during product evaluation of the returned device. Per complaint description, delivery system was not able to be advanced through the sheath. This reported event of leakage did not result in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformance or labeling/IFU inadequacies identified in the evaluation. Therefore, the review of risk management file is complete, and no further action is required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required.

Manufacturer narrative:
This is two of three manufacturer reports being submitted for this case. The device was received for evaluation. Investigation is underway.

Event description:
As reported by an edwards affiliate in germany, regarding a 26mm sapien 3 ultra valve, by transfemoral approach. After introducing the esheath without any problems, it was not possible to push the system with normal push force through the iliac area. During  fluoroscopy the commander was seen partly out of the esheath. The system had to be explanted by vascular surgery. There was no patient injury. The patient¿s status is good. The device was returned for evaluation. Per pre-decontamination evaluation, the crimp balloon is torn approx. 0.5" from distal end of balloon shaft.